Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with calibration errors as well as blood at the insertion site. Customer's blood glucose level at the time was over 500 mg/dl. Troubleshooting occurred.